Event description:
During a call to technical support, the patient's wife reported that the patient was taken to the emergency departement for severe abdominal pain. After a follow up call to the patient's nurse, it was reported that the patient developed a case of peritonitis.

Manufacturer narrative:
Review of medical records: there is no suspected causal relationship between the cycler and the peritonitis event. There are no reports of device malfunction or leaks in the system. A peritoneal dialysis catheter subjects patients to the risks of peritonitis and local infection, because the catheter acts as a foreign body and provides a portal of entry for pathogens from the external environment. The most common cause of peritonitis is touch contamination. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunction.